Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. The patient's right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition due to insulation damage. The rv lead was capped and replaced on (B)(6) 2024. The patient had no symptoms and no adverse consequences.